Event description:
A cartridge alarm was reported by the caller, which did not adversely impact the customer's blood glucose level. The customer experienced recurring cartridge alarms and was unable to resume insulin therapy despite assistance from technical support in loading a new cartridge. As a resolution, tandem technical support decided to replace the malfunctioning pump with a new one. The customer was instructed on how to store and return the problematic pump and was informed that they would receive a pump with updated software. Technical support assisted the customer in understanding the necessary steps to program their settings and connect the cgm to the replacement pump.